Event description:
The pt was in the process of being draped by surgeon. The surgeon was getting ready to put the stockinette on the pt's leg when the disposable face sheild he was wearing popped off his head and landed on the pt's leg. The drapes were removed and the leg was reprepped and redraped. No incision had been made before the face shield popped off.